Manufacturer narrative:
Product event summary: pli# 10, product ID# mc2avr1. The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 27-feb-26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was deployed with ac ceptable electrical parameters and proceeded to tether cutting and removal. However, when the tether was pulled, it could not be retracted at all. Upon retrieval and external examination, it was confirmed that the tether near the retrieval head was twisted, which prevented retraction. Attempts were made to untwist it, but this was unsuccessful, and since the tether had already been cut, an additional device was used and the procedure was completed with the next deployment. The device and the delivery system were attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID mc2avr1-delsys serial# (B)(6), the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a mechanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The analyst noted the full delivery system was returned with the device intact in the device cup. The tether was cut. The tether was twisted. Deployment testing could not be performed as the tether was cut, twisted and frayed negating the ability to deploy the device properly. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.